Event description:
When an attempt was made to defibrillate a patient, the device prompted connect electrodes and the defibrillator would not charge. An AED that was on scene was used to administer defibrillator therapy to the patient two times in succession. The patient was resuscitated.